Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-06529 pertains to the other device. It was reported to boston scientific corporation that an solyx sis system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.